Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with the lowest blood glucose reported as 42 mg/dl on one occasion and a separate fingerstick of 72 mg/dl after a ¿low¿ reading, and the user self-treated a prior low with glucagon without seeking medical attention. Symptoms included low blood glucose and associated hypoglycemia. Outcomes included temporary impairment that resolved with self-treatment and education. Investigation included review of event details and provision of troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no device malfunction identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.